Event description:
It was reported that this right ventricular (rv) lead exhibited noise on channels. Health care professional (hcp) confirmed that patient was having a procedure and noise lasted less than 2 seconds. This lead remains in service. No adverse patient effects were reported. Additional information received which indicating that this rv lead was explanted due to dislodgment. A new lead was implanted. No additional adverse patient effects were reported.